Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes were observed. The suspected reason for the oversensing was due to the auto setting parameter of the ventricular sensitivity and how the device was programmed. The maximum ventricular sensitivity was adjusted to resolve the issue. The patient was stable.